Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding") and intestinal obstruction ("bowel obstruction") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (date of births: (B)(6)2005; (B)(6)2007), recurrent abortion, d & c in august 2009, multiple caesarean sections and endometritis. Previously administered products included for birth control: mirena from january 2008 to january 2009; for birth control and bleeding: ortho evra and ortho evra; for an unreported indication: yaz. Concurrent conditions included overweight, cramp in lower abdomen, arthritis since 2011, degenerative joint disease, multiple allergies since 2011, bloating and constipation. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) for birth control, medroxyprogesterone acetate (depo provera) from 2009 to 2010 for birth control and menorrhagia, hydrocodone bitartrate;paracetamol (norco) since 2011 to september 2017 and tramadol for pain as well as celecoxib (celebrex) from 2012 to 2016, cyclobenzaprine since 2011 to september 2017, hydroxyzine since 2011 to september 2017 and tizanidine hydrochloride (zanaflex) since 2012 to august 2016. In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6)2009, the patient had essure inserted. In may 2014, the patient experienced allergy to metals ("allergic reaction to the nickel associated with the coils") and rash ("unexplained rashes"). In 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intestinal obstruction (seriousness criterion medically significant) with abdominal pain and abdominal distension, alopecia ("hair loss"), tooth disorder ("dental problems"), urinary tract infection ("infection (uti)"), migraine ("migraine headaches"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis") with back pain, dysmenorrhoea and dyspareunia, scar ("scarring"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with endometrial ablation and total laparoscopic hysterectomy and right salpingectomy and cystoscopy and essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, intestinal obstruction, alopecia, fatigue, allergy to metals, tooth disorder, urinary tract infection, migraine, rash, vaginal discharge, urinary tract disorder, bladder disorder, weight increased, adenomyosis, endometriosis, scar, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage had resolved. The reporter considered adenomyosis, allergy to metals, alopecia, bladder disorder, endometriosis, fatigue, genital haemorrhage, intestinal obstruction, menorrhagia, migraine, pelvic pain, rash, scar, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there was an approximately 2 cm right ovarian cyst and normal right fallopian tube. The left fallopian tube appeared adhered to the left ovary distally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Ultrasound pelvis - on (B)(6)2014: results: normal. Concerning the injuries reported in this case, the following one was reported via pfs: pelvic pain, genital haemorrhage, intestinal obstruction, alopecia, fatigue, allergy to metals, tooth disorder, urinary tract infection, migraine, rash, vaginal discharge, urinary tract disorder, bladder disorder, weight increased, adenomyosis, endometriosis, nervousness most recent follow-up information incorporated above includes: on (B)(6)2018: pfs & mr received. Reporter's information was added. Added event abnormal bleeding (vaginal, menorrhagia). Updated onset date of events. Medical history was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding") and intestinal obstruction ("bowel obstruction") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (date of births: (B)(6) 2005; (B)(6) 2007), recurrent (B)(6), d & c in (B)(6) 2009, c-section and endometritis. Previously administered products included for birth control: mirena from (B)(6) 2008 to (B)(6) 2009; for birth control and bleeding: ortho evra and ortho evra; for an unreported indication: yaz. Concurrent conditions included overweight, cramp in lower abdomen, arthritis since 2011, degenerative joint disease and multiple allergies since 2011. Concomitant products included drospirenone w/ethinylestradiol (yaz) for birth control, medroxyprogesterone (depo provera) from 2009 to 2010 for birth control and menorrhagia, tramadol and vicodin (norco) since 2011 to (B)(6) 2017 for pain as well as celecoxib (celebrex) from 2012 to 2016, cyclobenzaprine since 2011 to (B)(6) 2017, hydroxyzine since 2011 to (B)(6) 2017 and tizanidine hydrochloride (zanaflex) since 2012 to (B)(6) 2016. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("allergic reaction to the nickel associated with the coils") and rash ("unexplained rashes"). In 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intestinal obstruction (seriousness criterion medically significant) with abdominal pain and abdominal distension, alopecia ("hair loss"), tooth disorder ("dental problems"), urinary tract infection ("infection (uti)"), migraine ("migraine headaches"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), weight increased ("weight gain"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis") with back pain, dysmenorrhoea and dyspareunia and nervousness ("scaring"). The patient was treated with surgery (total laparoscopic hysterectomy and right salpingectomy and cystoscopy on (B)(6) 2014) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, intestinal obstruction, alopecia, fatigue, allergy to metals, tooth disorder, urinary tract infection, migraine, rash, vaginal discharge, urinary tract disorder, bladder disorder, weight increased, adenomyosis, endometriosis and nervousness outcome was unknown and the genital haemorrhage had resolved. The reporter considered adenomyosis, allergy to metals, alopecia, bladder disorder, endometriosis, fatigue, genital haemorrhage, intestinal obstruction, migraine, nervousness, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: there was an approximately 2 cm right ovarian cyst and normal right fallopian tube. The left fallopian tube appeared adhered to the left ovary distally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2014: normal. Essure confirmation test on (B)(6) 2009 by CT scan of pelvis without contrast showed total bilateral occlusion. Essure closure device seen within the pelvis in the expected location of the fallopian tubes. No acute pelvic process identified. Benign appearing 2.0 cm sclerotic rimmed lesion in the left iliac crest likely a benign fibrous lesion. Surgical pathology report on (B)(6) 2014: uterus, cervix, right fallopian tube, hysterectomy and right. Unremarkable cervix. Benign secretory endometrium. Adenomyosis. Fallopian tube with contraceptive coil. There is also a dark gray, wire-like, filamentous material extending through the take off of the right fallopian tube. Left fallopian tube attached by a dark colored filament is a 5.5 x 1.2 x 1.0 cm, tan-pink fallopian tube with fimbriated end. (B)(6). Concerning the injuries reported in this case, the following one was reported via pfs: pelvic pain, genital haemorrhage, intestinal obstruction, alopecia, fatigue, allergy to metals, tooth disorder, urinary tract infection, migraine, rash, vaginal discharge, urinary tract disorder, bladder disorder, weight increased, adenomyosis, endometriosis, nervousness. Most recent follow-up information incorporated above includes: on 1-feb- 2018: new events: tooth disorder, dysmenorrhoea, urinary tract infection, migraine, rash, dyspareunia, vaginal discharge, urinary tract disorder, bladder disorder, weight increased, adenomyosis, endometriosis, intestinal obstruction, nervousness were added. Patient information ( dob, height, weight), concomitant disease, historical condition, lab data were added. Previously reported event" abdominal pain, bloating" outcome updated from unknown to recovered/resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding") and intestinal obstruction ("bowel obstruction") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (date of births: (B)(6) 2005; (B)(6) 2007), recurrent abortion, d & c in (B)(6) 2009, multiple caesarean sections and endometritis. Previously administered products included for birth control: mirena from (B)(6) 2008 to (B)(6) 2009; for birth control and bleeding: ortho evra and ortho evra; for an unreported indication: yaz. Concurrent conditions included overweight, cramp in lower abdomen, arthritis since 2011, degenerative joint disease and multiple allergies since 2011. Concomitant products included drospirenone w/ethinylestradiol (yaz) for birth control, medroxyprogesterone (depo provera) from 2009 to 2010 for birth control and menorrhagia, tramadol and vicodin (norco) since 2011 to (B)(6) 2017 for pain as well as celecoxib (celebrex) from 2012 to 2016, cyclobenzaprine since 2011 to (B)(6) 2017, hydroxyzine since 2011 to (B)(6) 2017 and tizanidine hydrochloride (zanaflex) since 2012 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced allergy to metals ("allergic reaction to the nickel associated with the coils") and rash ("unexplained rashes"). In 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intestinal obstruction (seriousness criterion medically significant) with abdominal pain and abdominal distension, alopecia ("hair loss"), tooth disorder ("dental problems"), urinary tract infection ("infection (uti)"), migraine ("migraine headaches"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), weight increased ("weight gain"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis") with back pain, dysmenorrhoea and dyspareunia and scar ("scarring"). The patient was treated with surgery (total laparoscopic hysterectomy and right salpingectomy and cystoscopy on (B)(6) 2014) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, intestinal obstruction, alopecia, fatigue, allergy to metals, tooth disorder, urinary tract infection, migraine, rash, vaginal discharge, urinary tract disorder, bladder disorder, weight increased, adenomyosis, endometriosis and scar outcome was unknown and the genital haemorrhage had resolved. The reporter considered adenomyosis, allergy to metals, alopecia, bladder disorder, endometriosis, fatigue, genital haemorrhage, intestinal obstruction, migraine, pelvic pain, rash, scar, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: there was an approximately 2 cm right ovarian cyst and normal right fallopian tube. The left fallopian tube appeared adhered to the left ovary distally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2014: normal essure confirmation test on (B)(6) 2009 by CT scan of pelvis without contrast showed total bilateral occlusion. Essure closure device seen within the pelvis in the expected location of the fallopian tubes. No acute pelvic process identified. Benign appearing 2.0 cm sclerotic rimmed lesion in the left iliac crest likely a benign fibrous lesion surgical pathology report on (B)(6) 2014: uterus, cervix, right fallopian tube, hysterectomy and right.unremarkable cervix. Benign secretory endometrium. Adenomyosis. Fallopian tube with contraceptive coil. There is also a dark gray, wire-like, filamentous material extending through the take off of the right fallopian tube. Left fallopian tube attached by a dark colored filament is a 5.5 x 1.2 x 1.0 cm, tan-pink fallopian tube with fimbriated end current weight: (B)(6) lbs concerning the injuries reported in this case, the following one was reported via pfs: pelvic pain, genital haemorrhage, intestinal obstruction, alopecia, fatigue, allergy to metals, tooth disorder, urinary tract infection, migraine, rash, vaginal discharge, urinary tract disorder, bladder disorder, weight increased, adenomyosis, endometriosis, nervousness. Most recent follow-up information incorporated above includes: on 13-feb-2018: coding clarified: scarring had been coded to nervousness but was re-coded to scar. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), genital haemorrhage ('abnormal bleeding') and intestinal obstruction ('bowel obstruction') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in (B)(6)2009, multigravida, parity 2 (date of births: (B)(6)2005; (B)(6)2007), recurrent abortion, multiple caesarean sections and endometritis. Previously administered products included for birth control: mirena from (B)(6)2008 to (B)(6)2009; for birth control and bleeding: ortho evra and ortho evra; for an unreported indication: yaz. Concurrent conditions included arthritis since 2011, multiple allergies since 2011, overweight, cramp in lower abdomen, degenerative joint disease, bloating and constipation. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) for birth control, medroxyprogesterone acetate (depo provera) from (B)(6) to (B)(6) for birth control and menorrhagia, hydrocodone bitartrate;paracetamol (norco) since 2011 to (B)(6)2017 and tramadol for pain as well as celecoxib (celebrex) from (B)(6) to (B)(6), cyclobenzaprine since (B)(6) to (B)(6) 2017, hydroxyzine since (B)(6) to (B)(6) 2017 and tizanidine hydrochloride (zanaflex) since (B)(6) to august (B)(6) . In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("allergic reaction to the nickel associated with the coils") and rash ("unexplained rashes"). In 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intestinal obstruction (seriousness criterion medically significant) with abdominal pain and abdominal distension, alopecia ("hair loss"), tooth disorder ("dental problems"), urinary tract infection ("infection (uti)"), migraine ("migraine headaches"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis") with back pain, dysmenorrhoea and dyspareunia, scar ("scarring"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy and right salpingectomy and cystoscopy on (B)(6)2014). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, intestinal obstruction, alopecia, fatigue, allergy to metals, tooth disorder, urinary tract infection, migraine, rash, vaginal discharge, urinary tract disorder, bladder disorder, weight increased, adenomyosis, endometriosis and scar outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered adenomyosis, allergy to metals, alopecia, bladder disorder, endometriosis, fatigue, genital haemorrhage, intestinal obstruction, menorrhagia, migraine, pelvic pain, rash, scar, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there was an approximately 2 cm right ovarian cyst and normal right fallopian tube. The left fallopian tube appeared adhered to the left ovary distally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Ultrasound pelvis - on (B)(6)2009: total bilateral occlusion; on (B)(6)2014: results: normal. Concerning the injuries reported in this case, the following one was reported via pfs: pelvic pain, genital haemorrhage, intestinal obstruction, alopecia, fatigue, allergy to metals, tooth disorder, urinary tract infection, migraine, rash, vaginal discharge, urinary tract disorder, bladder disorder, weight increased, adenomyosis, endometriosis, nervousness most recent follow-up information incorporated above includes: on 13-dec-2019: pfs received. Event outcome :abnormal bleeding were updated to recovered . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), alopecia ("hair loss"), back pain ("back pain"), fatigue ("fatigue") and allergy to metals ("allergic reaction to the nickel associated with the coils"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, alopecia, back pain, fatigue and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, fatigue and pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.